Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the preclose technique with a proglide device via an 8f sheath prior to a watchman interventional procedure for atrial fibrillation. Reportedly, a cuff miss [suture retrieval issue] was noticed with two proglide devices. Another proglide device was successfully placed and used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch reports, additional information was received. Reportedly, after the cuff miss [suture retrieval issue] was noticed with two proglide devices, the sutures of two additional proglide devices were successfully pre-placed and used to achieve hemostasis post procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.